Manufacturer narrative:
(B)(4). This complaint for damaged minicap was confirmed. During testing, a crack was found on the minicap resulting in a leak. It was confirmed that this defect was caused by minicap supplier during the manufacture process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue has been escalated to CAPA

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Since the lot number is known, a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer reported to baxter an issue of damaged minicap found during use. The customer stated that they found a crack on minicap right after they twisted it onto the transfer set. There was patient involvement but no patient injury or medical intervention.